Event description:
On 10/25/94, this 60-yr-old female was admitted for surgical removal of bilateral, silicone filled, breast implants and insertion of bilateral, saline-filled, breast implants. The left implant was found to be ruptured at the time of surgery. The pt was discharged home in stable condition the following day 10/26/94.